Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple infusion set changes were performed to address the occlusion alarms. The customer's blood glucose (bg) level was in the mid 300's mg/dl range and insulin via an insulin pen was administered to address the bg level. The customer reverted to insulin pens for insulin therapy. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.